Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose exceeded 400 mg/dl due to a bent cannula. The customer changed her site a few times over the week and she changed it twice today, and she found that the most recent cannula was bent. The customer shakes when she is inserting the infusion sets, which cause them to bend. Four sets were bent recently in total. Two infusion sets will be returned and three replacement infusion sets will be shipped to the customer.